Manufacturer narrative:
Upon completion of the investigation it was noted that the 3 way stop cock and needless port of the eds iii was leak tested and no leaks were found at the 3 way stop cock. It was however noted that a leak was found at the needless port. A cut in the tubing near the needless port was found. It is not possible to determine how this has happened, however it is likely that the device may have come in contact with the edge of a sharp instrument. This however could not be confirmed. The current quality inspection for these assemblies is established at 100% for leaks and blockages. Review of the history device records confirmed the eds iii conformed to the specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that leakage of csf fluid was found in the 3-way junction. Although there was not report of infection, the customer was concerned of potential possible infection.